Event description:
After placement of the temporary pacing electrode on four different patients, the pacing wire migrated into the pericardium. Two patients required surgery and one expired (could have been by surgery but the family chose to keep them comfortable). All other patients recovered with no long-term sequelae. The actual samples have not been returned for evaluation as they have been discarded by the hospital. Additionally the hospital opened unused inventory and inspected it. They commented that the pacing lead tip appeared to have a poor rough manufactured finish. A further comment by the doctors stated they believed that the electrodes are possibly too rigid and not flexing effectively when pushed against soft tissue.